Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.